Event description:
The customer stated that they did not get an alarm, resulting in the death of a pt.

Manufacturer narrative:
(B)(4) a f/u report will be submitted once the investigation is completed.